Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. The customer informed us that department is closing for summer holidays and is not possible to retrieve information requested. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to . The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from plug unit, scope connector, scope connector cover (sc-cover) unit, and connecting tube. Additionally, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions. As a result, humidity invaded lg-lens which led to corrosion. The event can be detected and prevented by following the instructions for use (IFU) (section (s) which state: IFU states the detection method in operation manual chapter 3 preparation and inspection. IFU states the preventative measures in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: grip has a scratch; air/water cylinder has discoloration; suction cylinder has discoloration; switch1 has a cut; switch box has a scratch; plug unit has corrosion due to water leakage; scope scope connector cover unit has corrosion due to water leakage; circuit board unit in scope connector has corrosion due to water leakage; scope connector case unit has corrosion due to water leakage; due to a pinhole on connecting tube, water tightness is lost; objective lens is shaved; inside of light guide lens is dirty; adhesive on bending section cover or distal sheath rubber has a crack; connecting tube has stain; universal cord has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the bending section and insertion tube of the evis exera iii gastrointestinal videoscope had physical defects including unusual shapes and the light guide lens was defective. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was foreign material found on the air/water channel and air/water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.